Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that patient had symptoms of altered mental status. The patient had not had a recent dosage or refill. The patient had been declining in mental status or confused for a couple of weeks. There were no alleged product issue. They were working the patient up completely on the neuro floor and wanted the pump interrogated as part of procedure. The pump was interrogated by neurosurgery team and all looked good. The plan was for the healthcare provider to follow up with the pain pump managing physician. The pump system was delivering fentanyl and bupivacaine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).